Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was poor coupling. The patient reported that she had never gotten beyond 4 boxes since she¿s had the device. The patient reported that initially on the call she was seeing 8 boxes, but then it dropped down to 4 without her doing anything. It was noted that the patient was getting 8 coupling boxes while on the call. No further complications were reported.